Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 02/10/2023 by a distributor via sems that an ar-1588rtt fibertag needle fell off the tightrope on the first pass through the quadriceps autograft. Case involvement, the device broke during use. The needle was retrieved.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is a manufacturing issue. Eco-34288 was opened to address this issue and improve needle-attaching manufacturability.